Manufacturer narrative:
Product event summary: analysis confirmed that the touch pen was not interacting correctly with the screen. As a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the overlay was contaminated, the power supply, lower case, printer, connectors and transceiver were contaminated, and the tab on the power cord door was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touch pen is not interacting correctly with the screen. The pointer appears on a spot different from where the pen is used. Unable to get the "calibrate stylus" application to run because that particular part of the screen could not be tapped by the pointer. The programmer was returned for repair. There was no patient involvement.